Event description:
It was reported that during a da vinci-assisted radical hysterectomy surgical procedure, monopolar energy had been too low to work properly. To solve the issue the customer exchanged the energy cord, the instrument, and increased the effect higher than usual without success. Surgery was finished using bipolar workarounds. Next surgery will be converted to laparoscopic. System is therefore down. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to monopolar energy too low. The system was tested and verified as ready for use. Isi has not received the iesu for evaluation. A follow-up MDR will be submitted, if additional information is obtained.